Event description:
It was reported that "ongoing infection in this hip, starting about 2 years ago. Pt was considerably overweight and surgery could not be performed until he had lost weight. He lost about 100 lbs and they proceeded with removal of the implants. Infection is now being treated. Original surgery was performed at new england baptist, in boston."

Manufacturer narrative:
The following other devices were also listed in this report: modified cup insert 0 degree 28mm ID 50-52mm od: cat# s-2245-hl02; lot 1mnlr - omnifit ha c-taper hip stem; cat# 6017-1035; lot 13925602 - c-taper cocr lfit head 28mm/0; cat#06-2800; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the reported devices cannot be performed as the devices were not returned to the manufacturer. The hospital discarded the explanted device(s). Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.